Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient¿s transfer set was leaking near the twist clamp. There was patient involvement but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was not verified during visual inspection/functional testing. Should additional relevant information become available, a supplemental report will be submitted.